Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for both lot numbers, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 7649159: manufacturing date: nov 06, 2018 expiration date: nov 07, 2022 lot 7655719: manufacturing date: nov 17, 2018 expiration date: nov 20, 2022 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast reconstruction with a mentor cpx 4 breast tissue expander with suture tabs 550cc and experienced deflation (side unknown) post-operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implants (serial numbers (B)(4)) on (B)(6) 2020. Two device serial numbers were provided ((B)(4)), but it is unknown which serial number belongs to the impacted product.